Event description:
Patient with a distal radius fracture was treated with a distal radius plate and 6 screws on (B)(6) 2012. Reportedly the patient fell and landed on her hand post operatively. This impact would break the screws and lead to bone deformation (radius shortening). Patient was returned to the operating room for removal and revision to pinning and cerafit with external fixation. This report is #1 of 6 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.